Event description:
Fill volume: 100ml. Flow rate: 100ml/hr. Procedure: unk-anp. Cathplace: peripheral IV. It was reported that an incident of fast flow occurred during treatment with a homepump eclipse. The treatment (vpriv) infused within 30 minutes instead of 1 hour. The infusion was started immediately after filling the pump. The pt reported feeling tired following the infusion. No medical intervention was reported.

Manufacturer narrative:
Method: the device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) was performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the device history record (DHR) was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the qc acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Info from this incident wil be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.